Manufacturer narrative:
(B)(4). Info not provided during initial contact.

Event description:
It was reported that the 440 stud broke off the handpiece at the beginning of the case while attaching the instrument. The staff completed the case with another handpiece. No pt consequence was reported.